Manufacturer narrative:
Reliability analysis was not required. Analysis was unable to perform insertion test due sensors being opened and used. Insertion needle separated from sensor.

Event description:
The customer reported via phone call that the sensor fell apart. The customer reported that the needle popped off. The customer's blood glucose was 146 mg/dl at the time of incident. The sensor will be returned for analysis.